Event description:
Customer reports back to back testing to a professional meter while using the aviva system with results of 415mg/dl on customer's meter and 186mg/dl on a professional meter. Customer also reports back to back comparison on the same meter with results of 404mg/dl, 140mg/dl, 152mg/dl, 107mg/dl, 126mg/dl, 125mg/dl and 143mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.